Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nodules in breasts and capsular contracture, baker grade unknown.

Event description:
Physician reported two solid nodules, several axilar linfatic ganglios with silicone presence, presence of fibric capsula periprotesic which deforms both implants and a discrete quantity of periprotesic residual silicone. Right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: analysis of the returned device identified: weight to the spec, voids in the gel, deformation device and creases fold. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has ben explanted.